Event description:
It was reported that a patient sustained third-degree burns on their proximal lateral forearm below the elbow following a MRI scan. The patient had a fever and ms prior to scanning and was positioned with their arms pressing against the bore wall during the scan using only a pillow case for padding in the area of the burn. The patient required a skin graft.

Manufacturer narrative:
The fe evaluated the system after the event. The fe completed the system performance test and power monitor tests and found them to be within specification. The fe also evaluated the coil and found that it was working properly. The mr safety guide included with the system documentation includes cautions for scanning patients with compromised thermoregulatory and sensory systems and instructions for proper patient padding. The site failed to exercise the appropriate precautions.